Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 425 mg/dl. Customer had symptoms such as dizziness and nausea. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with bolus and injections. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was returned for analysis.